Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog observed opening on the radius side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: seroma-late, rupture, and bleeding.

Event description:
Healthcare professional reported "complaints of enlargement of the left breast, the seroma was punctured. Re-appeared with similar complaints. The seroma was punctured (again), an operation was performed to remove the endoprosthesis. During removal, a rupture of the implant along the rib was discovered". Left side.